Manufacturer narrative:
Failure analysis is in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility that the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device trigger sticking and causing run on was duplicated. Device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility that the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.